Event description:
Report stated, the plastic handle on the t-handle with 1/4 hex drive cracked during cleaning and sterilization process post operatively. This event did not occur during the surgical procedure. Therefore, there was no adverse consequence to any pt or delay in surgical or anesthesia time.